Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized on (B)(6) 2019 due to hyperglycemia and diabetic ketoacidosis. The customer's blood glucose level at the time of hospitalization was 499 mg/dl and was treated with insulin drip, intravenous fluid, and injections. The customer suffered from nausea and vomiting. The customer reported that they feel okay for troubleshooting. It was reported that the insulin pump was not reading the sensor glucose correctly. The customer reported that the insulin pump system was using the insulin pump in use within 48 hours of reported high blood glucose event. The customer does not allege that the insulin pump was under delivering. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will not be returned for analysis.